Event description:
Procedure type: laparoscopic donor nephrectomy. According to the reporter: during the procedure, when removing the trocar to close the abdomen, it was noticed that the balloon was broken. The broken pieces were retrieved immediately. The procedure was completed. There was no tissue damage and no excessive bleeding. No patient injury was reported. No further patient info available.